Event description:
It was reported that during repositioning due to high thresholds, insulation defects were noted on both leads, with the insulation being porous and creased. Both leads were explanted. No patient complications have been reported as a result of this event.